Manufacturer narrative:
New information was received on 2026-04-20 that the affected hls set was primed about 60 minutes before the patient treatment and has been connected to the patient on (B)(6) 2026 at 17:00. There were no abnormalities during priming. No visible damage to the hls set was seen during priming. During treatment no blood clots were visible in the oxygenator. The customer confirmed, that the affected deltastream hc - manufactured by medos medizintechnik ag with serial# (B)(6) is currently out of use. Further, the following patient information was shared: female, 69 years with 110 kg. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
(B)(4).

Event description:
The event occurred in germany during patient treatment, involving an hls set. It was reported that 3-4 hours after starting the ECMO procedure, it was discovered, that the involved hypothermia device (deltastream hc - manufactured by xenios) was no longer functioning. The water pump was not working; there was no water flow. Subsequently, it was found that blood was leaking from the water connections of the hls set oxygenator. Blood and blood clots were found in the tubing system and in the water tank of the hypothermia device. As a result, both the hls set and the hypothermia device were replaced. The further treatment of the patient proceeded without any complications. No harm to any person has been reported. As the hls set was leaking and has been replaced during patient treatment a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.